Event description:
Customer reports the multiclix lancet will not retract. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates: hctz 25mg once daily - therapy dates unknown; temazepam 15mg once daily - therapy dates unk; oxybutynin 10mg once daily - therapy dates unk; nifediac 90mg once daily - therapy dates unk; coreg 12.5mg twice daily - therapy dates unk; diphenadine dose unk 4/daily - since 1988 fosinopril 20mg once daily - therapy dates unk; actos 15mg once daily - therapy dates unk; levothyroxine 88mcg 1/daily - therapy dates unk; vytorin 10-40mg once daily - therapy dates unk; carbamazepine 200mg 3/daily - since 2001; potassium chloride 10meq - therapy dates unk; bufferin dose unk 3/day -therapy dates unk; oyster shell calcium 1/day -therapy dates unk; albuterol inhaler 3/day - therapy dates unk.